Event description:
It was reported that the device had reached end of life (eol). It is unknown when the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced due to end of life. Therapy restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.